Event description:
Display problem. Segments are missing from the display. Meter has worked fine for 7 months, now customer can't tell what the readings are because segments are missing from the numbers. They are broken up. Customer has changed batteries & checked battery placement.

Manufacturer narrative:
Manufacturer requested meter be returned for evaluation. Replacement meter sent within 24 hours. Reviewed complaint database for similar occurrences - 1 other similar incident found.